Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product used for treatment, was returned for evaluation. The complaint stated: ¿when the anchor was inserted in the patient, it broke.¿ the insertion device was returned. There was no anchor returned. There was no suture returned. The inserter fork tine was bent. This symptom is consistent with loss of axial alignment. Review of instruction for use 10600675 documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. A two-finger ao technique should be used to insert the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a pilot hole with a 3.5mm spade tip drill and a 4.5mm threaded dilator. Product met specifications upon release to distribution.

Event description:
It was reported that when the anchor was inserted in the patient, it broke. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
One twinfix ultra ha 4.5mm suture anchor product reported on. Due to product unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited. If objective evidence becomes available, the complaint will be revisited. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) instructions for use not adhered to. 2) use of other than recommended prep instrument size and/or types. 3) entanglement with guide wire or other instrument. 4) unexpected bone density/condition. 5) use of excess torque or force. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. A two-finger ao technique should be used to insert the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a 4.5 threaded dilator and pilot hole with a 3.5 spade tip drill. Product met specifications upon release to distribution.